Event description:
Caller states that the pt tested 1.0 inr on coagucheck test system 1 and 1.6 inr on coaguchek test system 2. No action was taken based on device results and no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek system 2. Reference medwatch report with a1 pt for the suspect device used in coaguchek test system 1. Per conversation with FDA/osb, report not deemed late although >30 days from become aware date.